Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11034. It was reported that the patient presented after five days of increasing cough, hemoptysis, and dizziness on exertion. Shortness of breath was noted with walking and the patient fell to the floor and became unconscious. Cardiopulmonary resuscitation (CPR) and external defibrillations were performed. Upon review, cardiac monitoring showed ventricular tachycardia (vt) with several unsuccessful atp and defibrillations. The patient was intubated and transferred to the intensive care unit (ICU). The patient recovered but developed both a large r-sided retroperitoneal hematoma and a r iliopsoas muscle hematoma. The patient was treated with medication. On (B)(6) 2019, the patient lost consciousness and no pulse was noted. CPR was performed, and the patient was intubated and transferred to the ccu. The patient's right ventricular lead was explanted and replaced on (B)(6) 2019 due to lead failure along with the implantable cardioverter defibrillator. At the end of the procedure, pulseless electrical activity was noted which required chest compressions and re-intubation.